Event description:
It was reported that a patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 300cc breast implants and experienced deflation on the right side post-operatively, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The device manufacture date is after the reported date of implantation. If additional information is received regarding the correct implantation date or device lot number, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On nov 22, 2023, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant was found to have two (2) tears and an area of missing material on the anterior view, and a tear and an area of missing material were found on the posterior view. Tear (a) measuring approximately 6.0 cm, tear (b) measuring approximately 10.2 cm, and area of missing material (a) measuring approximately 1.3 x 1.0 cm, were found on the anterior view. Tear (c) measuring approximately 2.0 cm and area of missing material (b) measuring approximately 0.7 x 1.2 cm, were found on the posterior view. Microscopic examination was performed on the edges of the tear (a), (b), and area of missing material (a), and parallel striations were found in an area of the tears and the missing material measuring approximately 0.5 cm, 0.3 cm and 0.1 cm, respectively. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. Microscopic examination was performed on the edge of the missing material (b) and the tear (c), and the cause of the missing material and the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear (c) and near the missing material (b), and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Although no conclusion could be reach on the cause of the tear (c) and the missing material (b), the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On nov 2, 2023, additional information was received indicating the explantation surgery is scheduled for (B)(6) 2023. On nov 7, 2023, the replacement device serial numbers were identified as (B)(6), and (B)(6). The patient also reportedly experienced capsular contracture baker grade ii on the right side. Manufacturer¿s reference number: (B)(4).